Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) upgrade procedure, it was noted that the patient was very thin. The existing right atrial (ra) and right ventricular (rv) leads transverse directly underneath the skin which is very thin. It was further reported that the impedances on the ra lead were known to be abnormal. The ipg was explanted and replaced. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.